Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed open, weeping sores under her left breast and that the device caused her to be nauseated. The patient reported that she has shown the irritation to physician but no recommendations were given. Patient reported treating the sores with witch hazel and bandages and the nausea with briefly removing the device. The patient was issued larger garments which she reported felt better. The outcome of the irritation is not known as follow up attempts were unsuccessful, but the patient does continue to wear the device.